Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia and hypothermia. The customer's blood glucose reading was 20 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer stated that the event was attributed to a urinary tract infection. The display screen was cracked as a result of being dropped from a counter top. Nothing further was reported.